Manufacturer narrative:
(B)(4). The device manufacture date was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the broach adapter-anterior device was stuck in the attachment slot of the surgical impactor device. There was approximately a two-minute delay to the surgical procedure. It was further reported that the scrub and the surgeon tried to get the device to work; however, the issue was not resolved. It was reported that the surgeon completed the procedure using the normal broach handles. It was further reported that the user was able to get the devices disengaged and therefore the devices will not be sent back for evaluation. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 6/17/2017. The UDI has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.